Event description:
During an atrial fibrillation procedures, the impedance value of the tactiflex was too low as it kept giving a 999 error. Troubleshooting was performed which did not resolve the issue and the case was not completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported impedance problem and subsequent cancellation remains unknown.